Event description:
Boston scientific crm received info that this OEM mfg epicardial rate/sense lead was found to have an insulation break. Pacing impedance measurements remained near 400 ohms. The physician elected to repair this lead and leave it in service. When checked with pacing system analyzer (psa), the lead showed normal range measurements. Current records suggest that this lead remains in service at this time. No adverse effects were reported.

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: the insulation break was repaired and remains in service. The device met specifications prior to leaving the mfg facility. No conclusions can be made.